Manufacturer narrative:
(B)(4). Batch # t92294. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Following information requested but unavailable: the event description states: ¿the patient issued a lot of blood. ¿ did the procedure have to be converted to open? Did the patient need to have a blood transfusion? How were you able to control the bleeding? Did the patient need any different type of post op care due to the bleeding/oozing? In regards to the broken blade tip, are there any plans to locate the piece? Was there any change in the patient care as a result of this broken blade tip? What is the current patient status?

Event description:
It was reported that titanium tip was broken during the procedure of laparoscopic left hepatectomy. The patient issued a lot of blood. After the patient's condition was stable, doctors and nurses looked for the broken blade for 30 minutes without any results. Changed another one to complete surgery. No additional information can be provided.